Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing suture passers on (B)(6) 2012. During the procedure, three suture passers were attempted for use and would not pass the needle and cut the suture. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01042 / 01044).